Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The competitor method was a beckman au680 instrument. The field service engineer (fse) decontaminated the sipper flow tubing and ise probe, replaced the cuvettes, and checked other instrument functions. Afterward, the customer had no further issues. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned intermittent high results for an unspecified number of patient samples tested for sodium electrode (na) on a cobas 6000 c501 module occurring over the past 2 months. An example of discrepant results was provided for 1 patient sample. The result from the c501 module was 146 mmol/l. The repeat result from a competitor method was 140 mmol/l.